Event description:
During follow-up with the peritoneal dialysis registered nurse (pdrn) on an unrelated alarm, the pdrn reported that the home patient (hp) was in the hospital due to peritonitis, which was diagnosed on an unknown date in december. The pdrn stated the cause of the peritonitis was unknown. Product surveillance again spoke with the pdrn on (B)(6) 2012 in an attempt to obtain additional information regarding. The pdrn stated that the hp had been released from the hospital on (B)(6) 2012 and had recovered from this event. The pdrn stated that she did not have access to the lab results or treatment provided while the patient was hospitalized and that she would not be receiving any of that information from the hospital. No further information will be available from the pdrn for this event.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A batch review was conducted on potentially associated lot (h11i15014) and no issues were found related to the reported condition during the manufacture of this lot. Based on the information obtained during baxter's investigation, the problem could not be confirmed and the root cause of this incident could not be determined.

Manufacturer narrative:
(B)(4). This is report 2 of 3 regarding this peritonitis event. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow up report will be submitted if additional information becomes available.